Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at the time of the call was 241 mg/dl. It was stated that the customer had flu associated with the high blood glucose prior to his hospitalization. Troubleshooting was performed. The customer stated that the insulin pump alarmed the day he was admitted. Ran a fixed prime and the insulin exited. Performed a high-pressure test and passed. Verified the basals and they were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.